Manufacturer narrative:
Submit date: 04/25/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports bleeding was noted in hemodialysis, and a pinhole was detected in the inspection. A new set of hemodialysis tubing was replaced. Surgery was extended for more than 30mins. Product was tested prior to usage.